Event description:
It was reported that the device had premature elective replacement indicator (eri). The device was explanted and replaced. It was noted that the device was downgraded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was also collect from the device and analyzed. Analysis of this dated showed that the battery indicator signifying that it is time for device replacement was triggered. The elective replacement indicator (eri) date was (B)(4) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1488t competitor implantable pacing lead - implanted (B)(6) 2000; 1056t competitor implantable pacing lead - implanted (B)(6) 2005; yrirx16115 x2 stent grafts - implanted (B)(6) 2003; yrir1685 stent graft - implanted (B)(6) 2003; yrbrx2816165 stent graft - implanted (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.